Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2218-70. Serial: (B)(6). Batch: 15539366/15539366.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. Additional information was received that everything was explanted and discarded. No further information could be obtained despite good faith efforts.